Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed functional rite for a pressure leak. The functional rite failure found will be captured and  reported through (B)(4). The device also received an internal/external inspection. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:24:56. During night drain cycle two, the patient's ultrafiltration reading was 1709ml, indicating the home patient (hp) drained 1709ml more than their maximum programmed fill volume of 2300ml. No additional information is available.